Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged loss of data. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10).

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 07/28/2016. Additional information was received and it was reported that during a transesophageal echocardiography (tee) study, the sonographer found that the images or clips were not retained in the hard drive. The patient was not rescanned because the tee study was performed in conjunction with fluoroscopy imaging. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the root cause for the lost exam was investigated. The log files were returned and analyzed. However, the reported issue could not be reproduced due to lack of data. The investigation results are inconclusive, and a root cause of the issue could not be identified. If the issue re-occurs, customer service engineer should save the logs immediately, without restarting the scanner.